Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was observed during use of a home pd system kaguya set. This was observed during priming of automated peritoneal dialysis (pd) therapy. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.